Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient presented emergently in a lot of pain and an arteriogram showed acute limb ischemic and two days later the patient had complete thrombosis of aortic stent graft in both iliac limbs and occlusion up to the level of the renal arteries. The patient had a previously implanted right renal artery stent. The physician elected to surgically convert the patient to a conventional graft. The physician exposed the aneurysm and removed an old clot and plaque material. The iliac limbs were clamped and the graft was mobilized up to the aorta. The proximal part of the bifurcated stent graft was explanted and the iliac limbs remained in the patient. The right renal artery had an endarterectomy with a nice end point; however, the left renal artery was widely patent. An end to end anastomosis was performed with another manufacturing graft, sewing the graft to the existing iliac stent grafts. The blood flow was restored to the lower extremities and anastomosis was completed. The likely cause of the occlusion is unknown but it was noted by the physician that the patient had been taken off the anti-coagulation medicines. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft occlusion); lack of information (unknown cause of occlusion). Conclusion: lack of information (unknown cause of occlusion).